Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated unit. Corrections included reprogramming the cpu board and reseating the cables. Unit was calibrated and safety tested to factory's specs.